Event description:
A customer reported a delivery issue with a replacement adc device. The customer originally reported the adc device gave a sensor error message and ordered a replacement. Due to a delivery delay, the customer did not have a device to monitor glucose with and experienced symptoms of dizziness, sweating, tremors, and weakness. The customer received treatment of water with sugar, juice, and chocolate for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.